Manufacturer narrative:
Additional information received: after the tip capture was released the procedure was successfully completed without complications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: a 37 second video was received from the account. The video captures an angiogram image which appears to show a deployed stent graft prior to deployment of the tip capture mechanism. The external slider is fully retracted indicating the stent graft has been deployed. The operators appear to experience difficulties attempting to deploy the tip capture mechanism. Device evaluation summary: the device returned with the taper tip cut away from the peek lumen. The peek lumen material is jagged and oval at the cut site. A kink was observed on the graft cover. No resistance was noted when moving the tip capture mechanism and the t-bar. The handle was disassembled; residue was observed on the peek lumen 1cm distal to the t-bar. The silicone seal was adhered to the peek lumen. The silicone seal was removed; visual inspection confirmed a section of the seal had detached and adhered to the peek lumen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of an unknown size thoracic aortic dissection. Proximal thoracic aorta diameter was 34mm. It was reported that during the deployment of the graft, the tip capture release handle on the delivery system became stuck. The handle was pulled strongly to resolve the event and the stent graft was not displaced. As per the physician the cause of the event can not be determined. No additional clinical sequalae were reported and the patient is fine. .